Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the patient attempted to change out their cleo® 90 infusion set on (B)(6) 2017; however, the new infusion site would not adhere to the patient. It was reported that the patient blood glucose levels were 372 mg/dl at the time of the event. According to the report, the patient was able to successfully place a new infusion site and delivered an insulin correction bolus to resolve their high blood glucose. The patient did not observe any issue with the infusion site when the package was first opened. Additionally, it was reported that the previous day ((B)(6) 2017) the patient dropped their infusion pump which resulted in the infusion set being pulled out. The patient stated that they had a "red spot and hard." According to the report, the patient's blood glucose level was 153 mg/dl during the reported event. The patient delivered a correction bolus to resolve their high blood glucose. No issue were identified with the infusion set when the package was first opened. It was further reported that on the evening (B)(6) 2017 the patient experienced high blood glucose levels during the use of the infusion set. Related MFR #: 3012307300-2017-00671 and 3012307300-2017-00772.